Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. Customer stated the battery had been changed (B)(6) 2021. The customer is using the correct battery, in the correct orientation for the meter. During the call, the true metrix meter did not power on using the power button or when a test strips was inserted. The test strip lot manufacturer¿s expiration date is 11/18/2021. Product storage and open vial date were not disclosed. At the time of the call the customer reported having a headache; customer stated she was unsure if it was related to diabetes or because she had been in the sun. Medical attention was not needed at the time.